Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized on (B)(6) 2017 due to low blood glucose levels and passed away on (B)(6) 2017. The cause of death was heart attack due to diabetes complications. The caller stated that the customer had diabetes complications and heart disease - had issues for the last 3 years. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.